Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code177120 lot 58438 before the market release. No anomalies have been found. The original lot, manufactured in december 2013, was comprised of 10 units. All of them have already been distributed to the market. (Please also kindly refer to MFR reports number 9680825-2016-00026 follow up 1 and 9680825-2016-00028 follow up 1). Technical evaluation: the returned devices, received on (B)(4) 2016 were examined by orthofix srl quality engineering department. The devices were subjected to visual check as per orthofix srl design and product specifications. The visual check evidenced that the heel cup plastic part is broken. It was observed that the nut is almost at the end of travel, so all the compression allowed was applied. This means that the highest load possible with the system was applied. No other anomalies were detected. A dimensional check of the thread of the heel cup was not possible as it was stuck on proximal outrigger's threads. The thread of the heel cup is m16x2 - 6h. This thread dimensions allows to apply high load to compress calcaneus to talus. The functional check evidenced that the heel cup is stuck in the proximal outrigger's threaded portion. A targeting check was performed and no other anomalies were detected. On the basis of the original controls and of the controls performed on returned devices orthofix srl can conclude that the devices were originally conforming to design specifications. The technical analysis performed evidenced that the device was stressed beyond what expected in design criteria. Please be informed that the nut used in this application can achieve very high compressive loads and it is not likely to strip when used as intended for this application. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "it seems that in this operation of insertion of an ankle compression nail the heel cup became cross threaded on the targeting arm during assembly. This resulted in a delay of one hour, after which the operation had been completed as originally planned. There are no reasons given for the cross threading, and we cannot suggest any until the components have been examined. I agree with you that we should consider a delay of one hour to be clinically significant. It is difficult to know whether the cross threading was due to wear of the components, or to careless assembly." Additional medical evaluation based on the results of the technical analysis: "the complaint was that the heel cup had become jammed on the thread, because the thread was crossed (i.e. Incorrectly engaged) and had therefore to be cut away so that the operation could be completed. So the part to consider is the remaining cuff of heel cup and how it is engaged with the thread of the proximal targeting arm. The report says that the heel cup had to be cut away to allow the nail to be inserted to the correct depth. I find this a bit curious because even if the cup is cut away the nut is still there and if jammed could block nail entry. Anyway, that is the complaint. " final comments: the results of the technical evaluation evidenced that the devices returned were originally conforming to design specifications. The technical analysis performed evidenced that the failure occurred could be mainly attributable to the fact that the device was stressed beyond what expected in design criteria. The medical evaluation evidenced as follow: "it seems that in this operation of insertion of an ankle compression nail the heel cup became cross threaded on the targeting arm during assembly. This resulted in a delay of one hour, after which the operation had been completed as originally planned. We should consider a delay of one hour to be clinically significant. It is difficult to know whether the cross threading was due to wear of the components, or to careless assembly." Based on the results of the technical evaluation performed on the returned devices, that evidenced their conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2016. Body part to which device was applied: heel. Patient's information: 60 years old, male; condition patient was being treated for: tibialtalar calcaneal fusion. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: acn is not functioning properly. The heel cup became cross threaded on the targeting arm and the blue cup had to be cut off in order to complete insertion of the nail. However, the locking mechanism of the heel cup is still stuck on the targeting arm. The complaint report form indicates: the device failure had no adverse effects on patient. The surgery was completed with used device -the doctor used the internal compression of the nail and was unable to use the external compression. The event led to a clinically relevant increase in the duration of the surgical procedure: 1 hour. An additional surgery was not required. Copies of the operative report are not available. Copies of the xrays images are not available. Information on patient current health condition: n/a. Notes and comments: surgery was completed with positive outcome. Simply require a new targeting arm and external compression device. On (B)(6) 2016 orthofix srl received from the distributor the information about the lot number of items involved, which are being returned, as follows: 177100 proximal targeting arm, lot 58443; 177120 distal arm, lot 58438; 177125 heel cup, lot 056277. On (B)(6) 2016 orthofix srl received from the distributor the confirmation that no more information will be made available on this event. (Please also kindly refer to MFR reports number 9680825-2016-00026 follow up 1 and 9680825-2016-00028 follow up 1). (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code177120, lot 58438 before the market release. No anomalies have been found. The original lot, manufactured in december 2013, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. (Please also kindly refer to MFR reports number 9680825-2016-00026 and 9680825-2016-00028). Technical evaluation the technical evaluation on the returned device, received on (B)(6) 2016, is currently on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. Orthofix (B)(4) requested additional information on the event such as copies of the x-ray images and information on patient current health condition. Unfortunately this information has not yet been made available. As soon as further information and/or the results of the technical evaluation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: heel; patient's information: (B)(6) years old, male; condition patient was being treated for: tibiotalar calcaneal fusion; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: acn is not functioning properly. The heel cup became cross threaded on the targeting arm and the blue cup had to be cut off in order to complete insertion of the nail. However, the locking mechanism of the heel cup is still stuck on the targeting arm. The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device -the doctor used the internal compression of the nail and was unable to use the external compression; the event led to a clinically relevant increase in the duration of the surgical procedure: 1 hour; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: n/a; notes and comments: surgery was completed with positive outcome. Simply require a new targeting arm and external compression device. On (B)(6) 2016 orthofix (B)(4) received from the distributor the information about the lot number of items involved, which are being returned, as follows: 177100 proximal targeting arm, lot 58443; 177120 distal arm, lot 58438; 177125 heel cup, lot 056277. (Please also kindly refer to MFR reports number 9680825-2016-00026 and 9680825-2016-00028). (B)(4).